Manufacturer narrative:
Bench testing revealed that the main board component u302 had burn marks. The main board was replaced to correct the problem that was found during service.

Event description:
The ventilator was a demo unit that was returned. During testing, the carefusion service tech found the ventilator had a non-conformance with the measured spo2 during the initial final test.